Event description:
It was reported that during a mini open ac joint dislocation surgery the button did not flip and became detached from the inserter. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a hook plate.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.